Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration, dose, and lot number) in an implantable pump for intractable spasticity and cerebral palsy. The receipt of pump event logs indicated a pump motor stall occurred on (B)(6) 2016 at 13:50 hours and recovered at 14:42 hours. No symptoms were reported. No further information was provided. History: cerebral palsy, quadriplegic spasticity, open removal of l2-l4 pedicle screws, exploration of posterior spinal fusion l2-l4, extension of posterior spinal fusion with instrumentation t12 to l4 and l1 to l decompression with navigation (05-apr-2016), bilateral leg surgery to release contractures (1968), bilateral hamstring release, bunionectomy on both feet, bilateral carpal tunnel release, review of systems indicated the patient endorses sweating in bed, some constipation, concomitant drugs: baclofen (10mg tablet twice daily as needed), dilantin (100mg capsule three times daily), ergocalciferol (50,000 intl units 1.25mg capsule weekly), ibuprofen (200mg tablet, 2 tablets every 6 hours as needed), osteo bi-flex (1 capsule twice a day), oxybutyin (5mg tablet, 2 tablets daily), multiple vitamins daily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.